Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this right ventricular (rv) has also exhibited low out of range pacing impedance of less than 200 ohms. Technical services (ts) performed data analysis and confirmed that an alert was triggered for this low impedance observation. Since the day the alert was displayed, there has been one intrinsic amplitude measurement and impedance measurement in-range followed by pacing impedance measurements of less than 200 ohms and no intrinsic amplitude or threshold measurements. The shock impedance increase was also confirmed. Of note, the implantable cardioverter defibrillator (ICD) was replaced recently, but the pacing impedance with that device was stable and in-range. Additionally, electrograms were reviewed and showed no rv signal and in some instances, lack of capture with no brady support. Ts asked if the patient experienced any accident or hospital procedure around the time the alert was triggered and advised that the reported observations could potentially be related to a compromised lead, but this has not been confirmed yet. Troubleshooting recommendations were provided but at this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this right ventricular (rv) has also exhibited low out of range pacing impedance of less than 200 ohms. Technical services (ts) performed data analysis and confirmed that an alert was triggered for this low impedance observation. Since the day the alert was displayed, there has been one intrinsic amplitude measurement and impedance measurement in-range followed by pacing impedance measurements of less than 200 ohms and no intrinsic amplitude or threshold measurements. The shock impedance increase was also confirmed. Of note, the implantable cardioverter defibrillator (ICD) was replaced recently, but the pacing impedance with that device was stable and in-range. Additionally, electrograms were reviewed and showed no rv signal and in some instances, lack of capture with no brady support. Ts asked if the patient experienced any accident or hospital procedure around the time the alert was triggered and advised that the reported observations could potentially be related to a compromised lead, but this has not been confirmed yet. Troubleshooting recommendations were provided but at this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.